Manufacturer narrative:
Analysis found the unit alarmed motor error and was unable to prime due to a faulty force sensor resistor. The motor passed motor test. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they had high blood glucose levels and the unit received a motor error alarms. The customer's blood glucose was 388 mg/dl at the time of incident. The insulin pump will be returned for analysis.